Event description:
New britain general hospital submits the following report pursuant to 21cfr part 803. This reprot is based on information reviewed by new britain general hospital which new britain general hospital may not have had an opportunity to investigate fully or verify prior to the reporting date. This report shall not be construed as an admission by new britain general hospital that it or any of its employees or affiliates caused or contributed to the incident described herein.a catheter was inserted into patient for epidural anesthesia for a c-section. The catheter was left in place for 2-3 days subsequent to delivery of baby for purpose of patient controlled analygesia. Three days post discharge patient developed pain in back and legs. Her diagnosis was spinal epidural abscess and surgery was perfromed: l1 - l2 laminectomy and drainage of epidural abscess.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: unanticipated short term complication of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.